Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a no-tension sling placement and cystoscopy performed on (B)(6) 2014, for the treatment of stress urinary incontinence and hypermobile urethra. Throughout the procedure, no complications were observed. The patient was also extubated and moved to the recovery room in good condition. As reported by the patient's attorney, the patient has experienced an unspecified injury as a result of the surgery.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2014 was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had filed a legal claim for injuries related to the device.